Event description:
It was reported to philips that the device was restricted the display function failed. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca board. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca board. The processor pca board was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device was restricted. There was no patient involvement.